Event description:
The customer reported that his olympus evis exera iii video system center was intermittently losing the scope image due to a bad connector. According to the initial reporter, this event did not occur during a procedure.

Manufacturer narrative:
The device has not been returned for evaluation. Customer has requested on-site visit from olympus field service engineer (fse) for device repair. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.